Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the cause of the low hgb results on patient samples was attributed to a faulty blood sampling valve (bsv) actuator. The fse replaced the actuator resolving the issue. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported erroneously low hemoglobin (hgb) results for ten (10) patient samples when cycled on a coulter lh 500 hematology analyzer using three different lyse reagent lot numbers. The instrument generated hemoglobin & hematocrit (h/h) check fail error messages during the event. Patient data was requested, but had been deleted from the instrument by the customer, and was not available for review. Patient demographic data was not provided by the customer. The erroneous result allegation could not be confirmed. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.